Manufacturer narrative:
Info was received via published literature. Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain add'l info however no info has been received to date. The bigliani/flatow instructions for use included with implants from this system states as a contraindication "nonfunctional deltoid or external rotator muscles". The reported rotator cuff tear is most likely the result of injury or degeneration of the tendons due to normal wear and tear; however a definitive root cause cannot be determined with the info provided. It is not suspected that the product failed to meet specs. Review of the device history records was not possible as the product and/or lot numbers were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised due to a rotator cuff tear.